Manufacturer narrative:
On 10/30/2018 - the consumer will be receiving a replacement, therefore the manufacturer will not be receiving the device for an investigation.

Event description:
On (B)(4) 2018 - per the consumer, the product shattered. The consumer is going to provide the serial number for a replacement.